Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No low reservoir alarm was noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 125 mg/dl. Customer was advised to insert new battery and display did not return. Customer was advised to remove battery for 10 minutes and clean contacts with alcohol wipes. The customer did not have the pump and will return the call.